Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was unable to communicate. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating and remote support service was offline. A field service engineer reported that the station was not connecting to the network after all in one (aio) replacement. The fse reimaged the station, and although it was able to ping the gateway, it still could not connect to synchronization, contacted hospital information technology for assistance with the network, and after they added the stations media access control (mac) address, it became accessible online, then completed the synchronization and reimage process and verified proper functionality by testing in the application. The system functioned as intended after the field service engineer repaired the device.